Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This event ophthalmic handpiece became unable to perform sculpting during cataract surgery is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be reported under mfg report num 2028159-2024-00588. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two ophthalmic handpieces from different lot became unable to perform sculpting during cataract surgery. The surgery was completed after replacing the product with another one. There's no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).